Event description:
It was alleged that, "the pt underwent hip replacement in 2006." It was further alleged that, "after implantation the pt heard an audible sound emanating from his hip. As a result, pt experienced pain and discomfort in his hip, necessitating revision surgery in 2009."

Manufacturer narrative:
The info in this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.